Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 439678 lead, implanted (B)(6) 2014; 6935m55 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead measured small p-waves. The sensitivity was adjusted. The lead remains in use. No patient complications have been reported as a result of this event.